Event description:
No patient information was provided with this complaint. It was reported to boston scientific that during a prostate biopsy procedure while using the trupath biopsy device, the physician experienced a misfiring when the device was being used. The physician stated that he used another device and was able to complete the case successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the device manufacture date and the expiration date are unknown. A review of the device history record revealed no anomalies that could be associated with this incident. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Device unavailable for evaluation.